Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3045793. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd q-syte closed luer access device leaked. The following information was provided by the initial reporter translated from chinese to english: 2024.3.29 17.30 during the inspection of the ward, it was found that the patient's bedding on the infusion side was about 10ml wet. The cause was immediately found. It was suspected that there was leakage at the PICC separator membrane joint. It was immediately replaced and no more leakage occurred.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.